Event description:
It was reported that the during a bolus delivery the numbers on the insulin pump started scrolling suddenly and uncontrollably. The customer removed the battery and now the keypad was unresponsive. The customer's blood glucose was unknown, but the customer stated that they were sure it was fine. The customer stated that the insulin pump might have been exposed to sweat. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, a broken belt clip slot, and a cracked reservoir tube lip. No number ramping or scroll bar anomaly was noted.